Event description:
Pt was having a left heart cath procedure performed. The procedure was almost over and the physician was going to use angioseal to obtain hemostasis on the artery. During deployment of the first device, the sheath cracked. The sheath was removed and a second angioseal was opened. During deployment of the second device, the sheath shattered into numerous pieces. The pt began bleeding from the procedure site. As many of the pieces were removed as possible. The physician held manual pressure for approx 40 mins to stop the bleeding. A vascular surgeon was called to assist. The pt was ultimately taken to surgery to remove 3 more pieces of the sheath and repair the artery. The MFR has been called and is sending a bio-hazard kit for the device to be mailed to the company for evaluation. FDA safety report ID# (B)(4).